Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("expulsion of essure device/failure to occlude (close) fallopian tube") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (surgeries to remove one or more of the essure) and surgery (on (B)(6) 2015 bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and nausea was resolving and the device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Lot number added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("expulsion of essure device/failure to occlude (close) fallopian tube") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C03095) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (surgeries to remove one or more of the essure) and surgery ((B)(6)2015 bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and nausea was resolving and the device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("expulsion of essure device/failure to occlude (close) fallopian tube") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with surgery (surgeries to remove one or more of the essure).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and nausea was resolving and the device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, genital haemorrhage, nausea, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on 25-may-2018: pfs received:the event nickel allergy, device expulsion, nausea added.lab data,events outcome,reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgeries to remove one or more of the essure). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.